Manufacturer narrative:
The force bipolar instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed grip testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but the failure analysis investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument got stuck on peritoneum tissue. The force bipolar instrument was being used to dissect the hernia sac and the peritoneum. The force bipolar instrument appeared to have a broken cable and it would not release the peritoneum tissue in the jaws. The instrument release kit (irk) was used and it twisted the wrist before opening the jaws. The surgeon chose to cut the tissue to free the peritoneum. Minimal bleeding occurred since this was not vascular tissue or a vessel. Extra stitches were placed when implanting the mesh in the area the tissue was excised. No photos or videos are available for review. The procedure was completed robotically with a backup force bipolar instrument.